Event description:
It was reported to philips that the system gave an alert indicating that the image disk space was low, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.